Event description:
The top 1/4" of the tube is breaking off and staying under the hemogard closure when the closure is removed. A technician cut the thumb on their left hand on the broken glass when taking the closure off.